Manufacturer narrative:
UDI - (B)(4). Attempts are being made to obtain additional information. Upon receipt of new relevant information, a follow-up report will be submitted.

Event description:
As reported by the sales rep, a certas plus valve could not be reprogrammed after implantation. It was revised with a competitor's valve. There were no consequences to the patient. The valve will be returned.

Manufacturer narrative:
Additional information: the device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
UDI : (B)(4). The device was returned for evaluation. The valve was visually inspected; no defects were noted. The valve was tested for programming and passed. The valve was flushed; no occlusions were noted. The valve was leak and reflux tested without issue. The siphon guard was tested and passed. The valve was dried. The siphon guard was removed. The valve was then pressure tested and passed. A review of manufacturing records found that the device conformed to specification when released to stock. Based on the results of the investigation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.